Event description:
It was reported that the impactor tip broke while impacting. No delay reported. No patient injuries reported. An s&n backup was available. No pieces were left inside the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirm a large piece of the black femoral head impactor tip fractured off. The broken piece was not returned with the device. The impactor handle with sleeve sub-assembly was not returned for evaluation. This device shows signs of significant wear/usage. This device was manufactured in 2015. A medical investigation was conducted and this case reports the impactor tip broke while impacting. Per complaint details, there were no pieces left inside the patient, and the procedure was completed using a backup device without patient injury or delay. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.